Event description:
The customer reported that a therapeutic plasma exchange (tpe) procedure was being performed on a patient in ICU. Per physician orders, rinseback was performed at 20 minutes into the procedure due to low blood pressure. Forty minutes after rinseback was performed, the patient expired. The customer is not alleging any problem with the machine or disposable set. Per the customer (a rn) the patient's diagnosis was the cause of death. This patient had multiple dnrs in place. The patient identifier and weight are not available at this time. This report is being filed due to patient death, although there is no alleged device involvement or malfunction.

Manufacturer narrative:
This report is being filed to provide additional information: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. No allegation of a problem with the machine was made. Follow-up service verified that the spectra was operating within specifications. An internal service report showed that the machine has been in use with no further problems reported. Investigation, evaluation, and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: the root cause of the patient death was their underlying medical condition. No issues with the spectra system were found. Correction: supplement 1 incorrectly indicated that the patient weight was (B)(6) - the patient weight was not provided.

Manufacturer narrative:
The customer is not alleging any problem with the machine or disposable set, but did request a service call for the machine to verify the machine is functioning to specification. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The patient identifier and weight are not available per the customer.